Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particulate matter (pm) in the patient line of the amia cassette. This was observed during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 (lot #, expiration date, UDI #), h3, h4, h6, and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted scratches greater than 0.60 mm2 on the patient line tubing located below the patient connector. There was no evidence of white particulate matter (pm) inside the tubing therefore, the report of pm inside sterile fluid pathway was not verified. The cause of the scratches was related to manufacturing caused by the grippers during automation assembly. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.